Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device went to backup vvi mode after a shock. The issue was resolved.